Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate anti-tachycardia pacing therapy for detection of ventricular fibrillation (vf) episodes. It was suspected that there was concurrent atrial fibrillation (af) with rapid ventricular response present at the time of therapy. The device remains in use. No patient complications have been reported as a result of this event.